Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture via nbir. Device status us unknown.

Event description:
Device has been explanted and replaced.